Event description:
Related manufacturer reference number: 2017865-2025-11511, 2017865-2025-11512. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited intermittent capture. Upon review, it was noted that the ra lead exhibited episodes of noise and that the right ventricular (rv) lead exhibited high capture thresholds. The ICD was explanted and replaced and the ra lead was capped and replaced on (B)(6) 2025. No intervention was performed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported field event of intermittent capture was confirmed via review of the device image. However, it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.